Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device was being used to obtain a biopsy in the posterior iliac crest of a patient. The biopsy portion, the orange hub, became stuck in bone and it was not possible to get the original biopsy out of the needle and went back into the bone in an attempt to get an additional sample. During this process the needle became stuck and in attempting to remove, the orange hub came off the needle. The needle was exposed approximately 1-inch outside the patient. Pliers were used to rotate the needle out but it was unsuccessful. A surgeon was consulted and used an orthopedic drill to remove the damaged needle. At that point the needle broke off inside the patient. After imaging, it was confirmed that the needle portion was contained within the iliac crest and they were not planning any further retrieval at this time as it was not protruding from bone.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be determined, the complaint cannot be confirmed.

Event description:
The device was being used to obtain a biopsy in the posterior iliac crest of a patient. The biopsy portion, the orange hub, became stuck in bone and it was not possible to get the original biopsy out of the needle and went back into the bone in an attempt to get an additional sample. During this process the needle became stuck and in attempting to remove, the orange hub came off the needle. The needle was exposed approximately 1-inch outside the patient. Pliers were used to rotate the needle out but it was unsuccessful. A surgeon was consulted and used an orthopedic drill to remove the damaged needle. At that point the needle broke off inside the patient. After imaging, it was confirmed that the needle portion was contained within the iliac crest and they were not planning any further retrieval at this time as it was not protruding from bone.